Manufacturer narrative:
To date the device has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
The pre-application pressure was not accurate. The valve was not funcitoning properly. No csf flow was noted. Therefore the valve was not implanted. The valve will be returned for evaluation.